Manufacturer narrative:
Batch review performed on 11 november 2021. Lot 135181: (B)(4) items manufactured and released on 20-jan-2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 11 november 2021: gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot. 134265 lot 134265: (B)(4) items manufactured and released on 30-oct-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
At 7 years 5 months the patient came in reporting pain due to a loose tibia. It was also observed that the screw had backed out of the poly. The reason for the loose tibia and the loose screw is unknown. The surgeon revised the femur, tibia, and insert. The surgery was completed successfully.